Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasogenian fold with juvéderm ultra plus¿ xc. The next day patient developed pain and redness in the left nasal wing. The physician "diagnosed as an acute ischemic event." Patient was treated with diluted hyaluronidase, local heat, keflex, aspirin, and cialis. There was significant improvement of pain and local hyperemia. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, redness, acute ischemic event, and hyperemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications "do not inject into the blood vessels (intravascular)." Undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported patient was injected to the nasogenian fold with juvéderm ultra plus xc. The next day patient developed pain and redness in the left nasal wing. The physician "diagnosed as an acute ischemic event." Patient was treated with diluted hyaluronidase, local heat, keflex, aspirin, and cialis. There was significant improvement of pain and local hyperemia. Symptoms are ongoing.

Manufacturer narrative:
The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information provided by healthcare professional: in addition to juvéderm ultra plus¿ xc, patient was also injected with juvéderm ultra¿ xc. The day after injection patient developed ¿important pain in the left nasal wing, without necrosis but aspect of ischemia.¿ the hyaluronidase was injected to the ¿important edema, local heat.¿ this is the same event and the same patient reported under MDR ID# 3005113652-2017-00121(allergan complaint #1409440). This is the first MDR submitted for the first suspect product, juvéderm ultra plus¿ xc.